Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump and causing it to shut down. Customer declined to share information regarding their backup insulin therapy method. There was no reported information on the customer¿s blood glucose level at the time of the event. Due to the issue, tandem technical support decided to replace the pump, and instructions were provided for returning the problematic pump using a pre-paid label and return box.